Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device kinked while attempting to advance it through the biopsy channel. When the device reached the target, the brush would not advance out of the catheter. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed reportable based on the investigation finding: brush bent.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4). Visual evaluation of the returned device found that the brush was extended upon receipt and slightly bent. The working length of the device was kinked in several location. Functional evaluation found that the device would retract smoothly but it was difficult to extend the brush due to the kinked working length. The device could not be inserted into a duodenoscope with a 2.8mm working channel due to kinks on the working length of the device. Review and analysis of all available information indicated the most probable root cause for this event was operational/physiological context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.